Manufacturer narrative:
Concomitant medical products: product ID 8551, serial# (B)(4), product type: accessory. Product ID 8551, serial# (B)(4), product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone (30 mg/ml at 13.765 mg/day), bupivacaine (38 mg/ml at 17.436 mg/day), and droperidol (90 mg/ml at 41.296 mg/day) via an implantable pump. The pump¿s indications for use were non-malignant pain and other failed back syndrome. The hcp stated that he was able to fill the pump with 13cc's, but then encountered too much pressure; he was unable to fill with any more medication or able to aspirate anything from the reservoir. Proper needle orientation was confirmed and it was also confirmed that this manufacturer¿s refill kit was being used. The locked valve procedure (holding negative pressure) was attempted and needle patency was checked; the hcp tried a second needle from the same kit. He stated that he punctured the septum multiple times. He was sure that he touched the metal at the bottom of the reservoir. The hcp had referred the patient to a neurosurgeon for pump replacement. The hcp wanted the problem reported. No symptoms were reported. Additional information from the hcp indicated that the cause of the inability to fill or aspirate the pump wasn¿t determined and that the issue had not been resolved. It was suspected that the pump had a faulty aperture where the needle inserts. There was no flow either in or out. The patient was sent to a neurosurgeon for evaluation/explant and re-implant of new pump. The new alarm date was (B)(6) 2016. The model 8551 refill kits used during the refill had lot numbers cs1465 and cs2485 (both with expiry dates in 2017). A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.